Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is an unknown fractured screw inside of the implant that needs to be removed. The implant is still in the patient's mouth with no issues. Removal tools were requested.